Manufacturer narrative:
Isi has not received the cannula seal for failure analysis. Therefore, the root cause of the customer reported failure has not been determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment from the 12mm cannula seal fell inside the patient. The fragment was retrieved during the same procedure without patient harm, adverse outcome or injury. However, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair procedure, the surgical staff used a cannula to insert mesh and part of the blue seal came off and was found around the mesh inside the patient. The piece was retrieved and there was no report of patient harm, adverse outcome or injury. On may 31, 2017, intuitive surgical, inc. (Isi) contacted the robotics coordinator and obtained the following additional information: the robotics coordinator indicated that the mesh was inserted down the trocar and then it was noted that the blue seal was around the mesh. The blue seal piece was retrieved laparoscopically during the same procedure and the surgeon continued with the surgical procedure.